Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture was observed during in-clinic testing. Patient is not dependant. Programming change was made. Lead will continue to be monitored.